Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd bbl chromagar orientation 90mm that one patient sample grew pink colonies, which appeared to be e. Coli. Mass spectrometry confirmed the organism as hafnia alvei. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary - event description: the complaint involved atypical colony coloration. Specifically, two patient samples showed pink colonies on chromagar orientation (typically indicative of e. Coli), which were later identified as hafnia alvei via maldi - tof mass spectrometry. Complaint history review: the complaint history of the last 12 months was reviewed, and no similar performance complaints were identified for this catalog number. A trend was not identified. Batch history record (bhr) review: the batch history record was reviewed. No deviations from the validated process parameters were detected. Release testing by the qc department was satisfactory. Initial sample analysis: the complaint was initially opened in june. At that time, bd has conducted an internal analysis using retainment samples and available hafnia alvei strains in heidelberg. Within the complaint investigation, retain samples were tested per qc release parameters. All strains grew as expected after aerobic incubation for 18 - 24 hours at 35 - 37 c in the dark. Further testing with e. Coli atcc 8739 and hafnia alvei dsm 30163 showed mauve colonies for e. Coli and blue colonies for hafnia alvei. Based on these results, the complaint could not be confirmed at that time. No return samples were initially provided, but customer-supplied images showed purple colonies on plates from lot 5101729. Further sample analysis: customer strains were received on august 6, 2025, and sub-cultured for testing on chromagar orientation lot 5101729, alongside e. Coli atcc 8739. After incubation according to the instructions, both e. Coli and the customer strains exhibited mauve colonies. Maldi-tof ms confirmed the customer strains as h. Alvei. To rule out lot-specific effects, comparative testing was performed using lot 5101729 (exp. 04.08.2025) and lot 5209920 (exp. 20.11.2025). Testing involved plating 100 microliters of mcfarland 1.0 dilution (10 -5) of the following strains: e. Coli atcc 8739, h. Alvei dsm 30163, and the customer strains. Results: the customers h. Alvei strains and e. Coli grew with mauve colonies. H. Alvei dsm 30163 grew with blue-green colonies. The tested chromagar orientation batches performed similarly, showing consistent colony morphology and coloration across all strains. No deviations or abnormalities were observed, indicating that the medium is functioning correctly and does not appear to be the source of the reported coloration of the hafnia colonies within the complaint. Evaluation results: our investigation has not identified any systemic failure in the production process. No deviations were found in the batch record or qc release testing. Additionally, no other complaints have been reported for this lot. Both tested lots performed consistently, with no abnormalities observed. The medium appears to be functioning correctly and is not the root cause of the reported issue. However, the customers h. Alvei strains - confirmed via maldi-tof ms - exhibited unexpected mauve coloration, resembling e. Coli. While hafnia strains are typically beta-glucosidase positive and expected to produce blue to blue green colonies, clinical isolates may express atypical enzymatic profiles resulting in mauve coloration. A cross-functional investigation has been initiated to further explore this observation. Investigation conclusion: based upon our investigation, the complaint has been confirmed as a performance issue. However, the observed coloration is attributed to the enzymatic activity of specific h. Alvei strains, not a defect in bd chromagar orientation agar.

Event description:
Report 1 of 2: it was reported while using bd bbl chromagar orientation 90mm that one patient sample grew pink colonies, which appeared to be e. Coli. Mass spectrometry confirmed the organism as hafnia alvei. There was no health impact or consequence reported.